Event description:
It was reported that device failed during a case. Items were stapler and reload. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). B3: event day and month unknown. Captured as 1/1/24 d4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? Yes, I believe so. I wasn¿t in the case when the stapler was used, but when I looked at it after the case it appeared to have fired about 3-4 staples only on the right side of the reload. My guess is somehow the sled got pushed sideways and impinged itself after only traveling for 3-4 staples on the right side. If yes, were the staples formed properly? Not formed properly if yes, was the staple line complete? Not complete did the device cut? Not sure if yes, was the cut line complete? Not complete if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Na was there any difficulty opening the device? Reported that it was relatively easy to open and remove from patient if yes, how was the device removed from the patient? Yes if yes, did the jaws eventually open? Yes. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.